Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 16835875/16835875.

Event description:
It was reported that the patient was experiencing inadequate pain relief and reprogramming only made the pain worse. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information could be obtained despite good faith efforts.